Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to read sn off the insulin pump or in status screen. Blood glucose value was 50 mg/dl at the time of the incident. The customer drank ginger ale to treat the low blood glucose value. Troubleshooting was declined for the low blood glucose value and the customer ended the call because they said they are feeling fine. Nothing will be replaced or returned.